Event description:
It was reported that during a procedure to treat a de novo, eccentric, diffused lesion in the mid to distal left anterior descending (lad) artery, with moderate tortuosity, a balance middleweight guide wire was advanced via radial access. Pre-dilatation was performed with a 1.5x12 mm rx mini trek balloon dilatation catheter once at the mid lad. While advancing the 1.5x12 mm rx mini trek balloon dilatation catheter from the mid lad to the distal lad for pre-dilatation, the balloon dilatation catheter could not cross the lesion and in the meantime, the plastic cover near the catheter hub separated from the catheter outside of the patient anatomy. The entire 1.5x12 mm rx mini trek balloon dilatation catheter was withdrawn from the patient anatomy. A 1.5x8 mm rx mini trek balloon dilatation catheter was used to complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the trek instructions for use states: note the use by date specified on the package. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.